Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Non_registered FDA manufacture: the manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd discardit ii¿ syringe had a different batch number on the outer box and shelf box.

Event description:
It was reported that the bd discardit ii¿ syringe had a different batch number on the outer box and shelf box.

Manufacturer narrative:
H.6. Investigation: DHR reviewed for lot# 18h0411, found no non-conformities. The team reviewed the packaging process and confirmed that the process control related to packaging operation are in place and being followed. During the manufacturing of lot, line clearance was performed and the variable printing information on unit, shelf & case pack were verified. There was no such occurance or deviation of any process in plant which could lead to product mix as claimed by the customer. Also, during the inprocess quality check no defect was observed related to product mix. Bawal plant associate had visited the customer site for this complaint. The customer had shared the invoice which suggests that (B)(4) of lot 18h0411 were dispatched, but out of (B)(4) the physical inventory which got dispatched was (B)(4) for lot 18h0411 and (B)(4) of lot 8295555 making a total of (B)(4) as per invoice. The associate in distribution center had mistakenly picked (B)(4) of lot 8295555 instead of correct lot 18h0411. These shippers got dispatched to customer. The customer had claimed these shipper as mix product. The defect is confirmed.